Event description:
During an atrial fibrillation procedure, it was reported that they lost the ability to fam towards the end of the procedure. The procedure was completed successfully without the use of the thermocool® smarttouch® bi-directional navigation catheter. In addition, it was reported that there was a mismatch between the fluoro image and the fam map. There were no errors displayed on the carto® 3 system. On (B)(6), received additional information requested from bwi representative stating that the map shift was approximately 10 millimeters. It was noticed that the relative position between the magnetic navigation catheter and the acl displayed catheter(s) found in disagreement with the fluoroscopy display. As there were no error message for the map shift issue, this may be a potential risk to the patient. Therefore, this complaint became reportable.

Manufacturer narrative:
Manufacturer's reference # (B)(4). During an atrial fibrillation procedure, it was reported that they lost the ability to fam towards the end of the procedure. The procedure was completed successfully without the use of the thermocool® smarttouch® bi-directional navigation catheter. In addition, it was reported that there was a mismatch between the fluoro image and the fam map. There were no errors displayed on the carto® 3 system. Field service engineer (fse) reported that the fast anatomical mapping (fam) issue was related to a bad catheter. Catheter was replaced and they were able to fam. In regards the issue of the discrepancy between the fluoro image and the fam map: a device manufacturer (htc) representative visited the hospital and investigated the issue. The issue was reproduced. It was found that it was caused by workflow (wf): cine/ image were taken with sensor-based catheter distant from the area of interest, and as a result the image was applied to the carto 3 space in an inaccurate area, causing difference between the carto map and fluoro image taken. Htc representative has advised on improved wf. Once proposed wf was implemented, next cases passed without issues and the system is operational. This issue was escalated for preventive action. The device history records (DHR) associated with carto 3 # 13453 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
The equipment investigation is still in progress. (B)(4).